Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded an episode which showed noise marked as ventricular tachycardia. The patient is pacemaker dependent and had a uni-polar lead. The device sensitivity was already programmed at 3mv. The physician plans to continue to monitor this patient and if a similar episode appear again, the physician will review the lead. No adverse patient effects were reported. This pacemaker and right ventricular (rv) lead remain in-service.

Event description:
It was reported that this pacemaker recorded an episode which showed noise marked as ventricular tachycardia. The patient is pacemaker dependent and had a uni-polar lead. The device sensitivity was already programmed at 3mv. The physician plans to continue to monitor this patient and if a similar episode appear again, the physician will review the lead. No adverse patient effects were reported. This pacemaker and right ventricular (rv) lead remain in-service.